Manufacturer narrative:
Investigation in process, follow up report will be submitted once investigation is complete. Device not returned, picture provided.

Event description:
Damaged packaging- blister and tyvek.

Manufacturer narrative:
Device not returned, pictures provided.

Event description:
Damaged packaging- blister and tyvek.